Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 53 mg/dl compared to a reading of 126 mg/dl obtained on a competitor brand device. Customer experienced cramps and seizure. No further details were reported. There was no report of death or permanent impairment associated with this event.